Manufacturer narrative:
This report is being based on the visual investigation and condition of the returned sample. A manufacturing record review was completed and zero nonconformances were found. The returned product evaluation confirmed the damage to the distal tip section. There was a longitudinal tear in the distal tip but everything remained intact. Also, the mid-shaft of the catheter was kinked. The damage is consistent with over torquing against resistance.

Event description:
Doctor was unsuccessful in resolving this cto and will be attempting again in two months time. Could not progress through a retrograde approach and then proceeded with an antegrade approach. Could not penetrate the proximal cap. The turnpike gold was bent at a 45 degree angle with a wire stuck in it. The wire and turnpike had to be removed through the sheath together. Dr. Was attempting to navigate through the proximal cap of a mid. Circ. Lesion, 9 different wires were used, and 5 various turnpikes were also used. The tips of the lp and spiral catheters were deformed and had difficulty removing the wire. This report is associated to medwatch 2134812-2018-00022.